Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date range: february 23, 2015 ¿ february 26, 2015. The device was inspected at the baxter dublin compounding center. A visual inspection revealed white, floating particulate matter in the solution of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter floating in a small volume intermate. The device was filled with colistimethate. There was no patient involvement. No additional information is available.